Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of "fungal infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 3.75ml of harmonyca lidocaine. Approximately one month later, the patient received touch-up injections with 1.25ml of harmonyca lidocaine. Approximately one-and-a-half-month post injections, the patient experienced non device related ¿fungal otitis externa.¿ one week later, the patient was treated with triamcinolone acetonide and econazole nitrate cream, levofloxacin ear drops, and ebastine tablets. The event is ongoing.